Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-02384. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that the device cannot operate on ac or battery power, and cannot recharge the battery because the dc inlet port was found to be broken. No case reported; therefore, there was no patient involvement.